Manufacturer narrative:
Device received with blank display due to interface board broken solder joint. Unable to perform any tests due to blank display. Device received with corroded battery tube, reservoir tube lip completely broken off and cracked on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 240 mg/dl at the time of the incident. The insulin pump will not be returned for analysis.